Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 16 x 3.50 promus premier drug eluting stent was advanced for treatment. However, it was observed that the proximal shaft of the stent was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.